Manufacturer narrative:
Cloud data from the user for the day of 04jan2026 was downloaded and reviewed. Review of the cloud data confirmed that a 10 u bolus was delivered on the date of occurrence. The data showed that the bolus volume was manually adjusted to 10 u and no carb or blood glucose values were entered. Without log files, it cannot be determined if the user interacted with the controller to program and confirm the 10 u bolus, as the cloud data does not contain logging of controller interactions. The exact cause of the reported uncommanded bolus could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Cloud - locked down/smartphone lockdown. Cloud - omnipod 5 software app version 3.1.5-p001. Cloud - operating system n5004l-am-q-mv01602-06-01.06. Cloud - hardware n5004l. Cloud - cgm sensor type l2+. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reports their op5 personal diabetes manager (pdm) delivered a 10-unit bolus at approximately 01:51 while they were asleep. The patient experienced hypoglycemia with blood glucose levels decreasing to 2.9 mmol/l (52.2 mg/dl). The pdm gave notifications showing repeated low and urgent low glucose alerts and they were awakened by their spouse. The patient treated the hypoglycemia with juice and biscuits.